Event description:
During the wash phase chamber personnel observing smoke coming from the bottom of the machine, the display screen went black. Personnel shut of the main switch. No injuries were reported. No other detail of the report is available.

Manufacturer narrative:
Due to an incident resulting in MDR#9616031-2013-00001, a retrospective review of similar complaints identified this incident having occurred with no MDR submitted. Device was evaluated remotely (not returned to MFR) via investigation reports and photographs from getinge (B)(4). It was concluded that the overheat protection system failed/delayed response to an overheat condition. A voluntary device correction of getinge model 46 washer disinfections was reported to us FDA on (B)(4) 2013 (recall no. Not yet assigned). This correction was initiated to address two conditions: first: a potential trigger for overheating; second: (root cause) inadequate overheat protection system component. A component (shunt trip) selected for the overheat protection system does not meet the required parameters (control voltage) where/when overheating occurs. The correction entails: first: inspecting the setting of a software function that can be utilized during servicing of a unit to skip wash phases. This is a password protected function but if left in the enabled state, a user can inadvertently activate the heating element with no water in the chamber. The device correction action includes inspecting that this function is not enabled; and second: the installation of a newer design of overheat protection system that utilizes a heating element with integral thermal fuses that meet the required overheat parameters.: recall no. Not yet assigned.